Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was in the range of 300 to 400 mg/dl. It was stated that the insulin pump had motor error alarm. It was stated that the customer was able to clear alarm and insulin pump rewind. Drive support cap was appeared normal. The insulin pump will be returned for analysis.